Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed with no anomalies found. There were breached cuts on the inner and outer insulation and visual analysis noted the lead had apparent explant damage.

Event description:
It was reported that the atrial lead had high threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator, 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.